Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery to remove ulnar components due to the ulnar stem snapping mid way down the stem. This was found on an x-ray.